Event description:
During colectomy the surgeon fired the device. When the device was opened it was noted half of the staples were formed and the other half had open staple legs. There was no consequence to the pt.